Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa replicated and confirmed the customer-reported complaint. The instrument was found to have a broken inner tube at the distal end, specifically at the ears that secure the clamp arm. This damage caused the clamp arm to become partially dislodged and loose from the inner tube ears. No missing material or fragments were observed. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the broken part of the tip was not completely detached from the instrument. It was still attached to the instrument, and no fragments fell inside the patient. The instrument was inspected prior to use, and nothing was found out of the ordinary. The customer was dissecting when the issue occurred, and the instrument was in use for about one hour when the issue happened. The surgeon did not notice any issues with the functionality of the instrument during the procedure, nor did the instrument collide with any other instrument or hard objects during the procedure. No images or video recording is available for isi to review.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the tip of the harmonic ace instrument broke off. Backup instrument of same kind was used. There was no report of any fragments falling inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.